Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (meter error issue) issue. The reporter stated that the meter remote emitted an unidentified error message three times in a week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the meter remote history indicated error 1 messages for initializing rf failed and a stuck key. During testing, the meter remote powered up and paired properly with a test pump. No errors were duplicated during investigation.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.